Event description:
The customer stated she was hospitalized due to hypoglycemia. Troubleshooting was performed and the insulin pump passed the displacement test. While checking the history files, it was found that a bolus of ten units was delivered shortly before the event. It was reported that the customer often has low blood glucose levels during the night and over delivers. The customer was advised to consult with her doctor about possibly adjusting her nighttime basal rates.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.